Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011 the patient presented with left leg throbbing, numbness, tingling, and weakness with the preoperative diagnosis of recurrent l5-s1 facet cyst. The patient underwent a revision surgery (repeat resection of facet cyst and l5-s1 interbody fusion) which consisted of a minimally invasive left l5 hemilaminectomy, left l5-s1 medial facetectomy, and resection of the left l5-s1 facet cyst; complete facetectomy of the left l5 facet; posterior interbody arthrodesis at l5-s1; posterolateral interbody arthrodesis at l5-s1; segmental instrumentation form nuvasive; posterior interbody cage at l5-s1; and locally harvested autograft; cancellous allograft chips, infuse allograft, magnifuse. Per the operative report "... The facet cyst was dissected on all quadrants and reflected out of the cavity...magnifuse and cortical cancellous chips were packed into the posterolateral gutter. Prior to cage placement of the interbody space, cortical cancellous allograft chips and small strip of infuse were placed into the anterior position of the vertebral space. Additionally, there was half a strip of one strip of small kit of infuse placed into the cage as well as the cortical and cancellous chips....." No patient complications were reported. On (B)(6) 2011 9 days post op the patient presented significant improvement in leg pain and lessening incisional pain. On (B)(6) 2011 the patient presented a small amount of redness around wound, no leg pain and stable incisional pain and was placed on an antibiotic in case of wound infection. On (B)(6) 2011 the patient presented with redness and discharge around wound and was afebrile due to an increasing amount of pain. The patient was admitted to hospital. The patient was placed on broad spectrum antibiotics. On (B)(6) 2011 the patient was discharged from hospital. On (B)(6) 2011 the patient reported chest pain which started in starting the back and come through the front. The pain was reported as sharp and worse with movement or lying on abdomen. The patient also reported intermittent shortness of breath and dizziness drinking too much alcohol. The doctor felt the chest pain was mostly from musculoskeletal strain of the upper back . On (B)(6) 2011 the patient reported complete resolution of leg pain but some difficulties with wound infection. The patient underwent a lumbar x-ray which showed stable post opl5-s1 fusion. On (B)(6) 2011 the patient presented no indication of infection; some residual granulation at the incision site; and no longer needed to wear the back brace. On (B)(6) 2011, 5 months post op, the patient presented pain in the right paraspinal musculature and into the right buttocks. The patient reported a fall several weeks prior. A lumbar spine x-ray was taken which showed stable l5-s1 fusion construct with no hardware complications. On (B)(6) 2012 the patient complained of difficulty with dysuria and possible bacterial vaginosis. The patient also had difficulty with back pain which was described as lower down (than before) and on the right side, and which radiated into the lateral hip girdle region. On (B)(6) 2012 the patient presented with low back pain; numbness in toes; anxiety; swelling in legs; headaches; and trouble sleeping. The patient is reported to have had a tens unit. A MRI conducted on showed fusion in place at l5-s1. A seroma or hematoma versus abscess on the left at the l5-s1 level; disc degeneration and facet arthropathy at the l4-l5 level as well as disc degeneration at l1-l2, l3-l3 and l3-l4. The doctor discussed possible incomplete fusion versus adjacent level disease. On (B)(6) 2012 the patient presented with back pain and underwent a lumbosacral CT which indicated prior discectomy and fusion at l5-s1 with not significant bony bridging seen; severe spondylosis at l2-l3 and l4-l5; moderate central canal stenosis at l3-l4 and l4-l5 due to disc bulge and posterior element hypertrophy. There was as prominent amount of epidural fat behind the narrowed thecal sacs; and mild facet osteoarthritis. On (B)(6) 2012 the patient presented with low back pain occasionally radiating and became quite tearful at the thought of continuing with the current level of pain. The doctor (3rd opinion) reviewed a (B)(6) 2012 x-ray which showed 2mm movement in the intervertebral space on flexion that corrected itself on extension; the CT scan from (B)(6) 2012 was reviewed which showed "postoperative change of discectomy and fusion at l5-s1. There is almost complete osseous fusion but not definite, the l4 pedicle screws appear to be at the l3-l4 facet joint causing interference. At l4-5, there is a large diffuse bulge with ligamentum hypertrophy causing moderate canal stenosis. At l3-4 there is also large diffuse sic bulge and ligamentum hypertrophy with resultant central canal stenosis." Per the doctor's notes "the CT showed almost bony fusion at l5-s1" and the decision was made to review again in (B)(6). On (B)(6) 2012 the patient presented with persistent back pain; occasional burning on bottom of feet; and slightly diminished reflexes at s1. In the doctor's notes it mentions debate between specialists on whether the hardware is fused or not. Per the doctors notes : "I personally reviewed her CT scan, which demonstrates properly positioned hardware and it appears to me that there is fusion around the cage posteriorly but as the cage is rectangular in shape and not trapezoid there seems to be no fusion in the anterior portion." On (B)(6) 2012 the patient presented with chronic low back pain and complained of little appetite and unusual fatigue. A CT scan of the lumbar spine was reviewed which showed solid interbody fusion as well as right posterolateral fusion. No evidence of pseudarthritis. Mild degenerative disc disease with varying degrees of nitrogen gas left in disc spaces.